Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an electrogram (egm) with functional under sensing of a ventricular event due to premature ventricular contraction falling into ventricular blank after atrial pacing period. The ICD remains in service. No adverse patient effects were reported.